Manufacturer narrative:
Age at time of event: patient is 18 years or older. Device evaluated by MFR: promus elite ous mr 24 x 4.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage with struts in the proximal and middle region bunched and slightly lifted. The undamaged stent outer diameter was measured using a snap gauge and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-jan-2021 it was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After crossing the lesion with a 7f xb 3.5 guide catheter and a non-bsc guidewire, pre-dilatation was performed. Subsequently, a 24 x 4.00mm promus elite mr drug eluting stent was advanced. However, the physician experienced difficulty while advancing the device through the stenosed segment and the device failed to cross the lesion. The device was removed and the procedure was completed with another of same device. There were no complications reported and the patient status was stable. However, returned device analysis revealed stent damage.